Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014- 08049 / 1825034-2014- 08050).

Event description:
It was reported that a patient enrolled in a clinical study underwent left total knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to loosening and pain as a result of bending the knee too much. All components were removed and replaced with a competitor knee system.